Manufacturer narrative:
Product eval: the company rep examined the sys and was unable to duplicate the reported problem. The sys was then tested and met all product specifications. Root cause: a root cause has not been identified. Actions taken: no additional action is planned at this time. (B)(4).

Event description:
The customer reported: low torsion power. No pt impact was reported. Additional info was requested.